Event description:
Customer reported that during use, a kink at an unspecified location was noted in the tubing. No patient harm reported. Although requested, no further patient/event information was available.

Manufacturer narrative:
(B)(4). The customer's experience of a kink in tubing was not confirmed, however it was noted that the tubing had a tear located just above the upper fitment, resembling a cut/slice. The cause of the damage in the tubing could not be determined. The lot number was not identified, based on the smartsite laser number and tubing part number, the manufacturing database was reviewed; no quality issues were noted during the identified production build period of this model for the failure mode reported.